Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The (B)(6) yr old male pt called zoll customer support to report that the lifevest electrodes were digging into his skin while he slept, causing his skin to break open. It is unk if the pt sought medical attention. The clinical outcome of the skin irritation in unk. The pt continued to use the lifevest.

Manufacturer narrative:
Device eval summary: electrode belt sn (B)(6) was not returned for the event investigation. Eval method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.